Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was worn and the lcd lens was scratched. Functional testing duplicated the reported issue. The investigation was unable to determined the root cause, but determined that the most probable cause was wear over time.the expulsor was sanded down to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was over delivery. The problem was discovered during preventive maintenance, there was no patient involvement.